Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical devices: d334drg ICD; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced presyncope when the right ventricular (rv) lead integrity alert (lia) was triggered. The rv lead was interrogated and found to be inhibiting pacing due to noise. In addition, the lead had a confirmed fracture, high impedance, high rate non-sustained episodes, sensing integrity counter (sic), and low pacing impedance. The lead was initially reprogrammed and was later capped. No further patient complications have been reported as a result of this event.